Manufacturer narrative:
The introducer, dispenser hoop, and pusher were returned. The implant and microcatheter were not returned. The transition area and hypotube of the delivery pusher were bent. The heater coil area did not display any damage. The attachment monofilament was dissected out of the pusher, and the monofilament tip was observed to be stretched. Based on the investigation, the complaint is confirmed because the pusher was found without the implant. The implant did not seem to detach by normal methods, and most likely experienced a pull force over specification that caused it to detach. The cause of the force could not be determined as the microcatheter was not returned for evaluation and implant was left in the aneurysm.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization coil detached prematurely in the microcatheter. The implant was then advanced into the aneurysm with another implant coil. There was no reported intervention or patient injury.